Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. H6 code of 4581 was chosen to capture the event unknown possible post procedural complication that may have resulted in the patient's death. Post procedural complications are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024 the patient passed away from an unreported cause. Multiple attempts were made to obtain additional information without success. While there is no allegation against the tubing, no post procedural events reported and the cause of death is unknown, due to the timing of the patient's death within 24 hours of the peg placement procedure, conservatively this event is being reported.